Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-02623 and 02624. It was reported the pt experiences pain after charging and uncomfortable pocket heating during charging. A new le charging system was sent to the pt, but he stated he had not tried using it yet due to the pain he feels after charging. He reported after charging, he feels a debilitating pain in his lower back and legs which can last up to a week. He stated turning stimulation on helps the leg pain but the low back pain persists. He also reported a random, aching pain in the area of his thoracic incision site which radiates around his rib cage. In addition, the pt reported he gets "surges" of stimulation when he changes positions and adjusting the amplitude does not resolve the issue. The pt also alleged he occasionally experiences a loss of motor control or muscular rigidity of his left leg. It was reported the pt has an appointment with his pain management clinic to address the issues at a later date. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.